Event description:
It was reported that during an unk procedure, the staples were malformed. Another same like device was used to complete the procedure. There were no adverse consequences for the pt. Additional info provided on 07/10/2009: the sales rep reflected that the surgeon acknowledged his using had problem. Requested and received the following info on 08/04/2009: the sales rep said the surgeon misplayed the device; the device was fired by force.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.